Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and unable to recover. The customer was unable to pull critical medications that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) attempted to fail the cubies in the medication map, but nothing was listed in the recover storage space tab for drawer auxiliary 4. The fse unhooked the data cable and failed all auxiliary drawers. After reattaching the cable, all drawers were detected successfully. The system functioned as intended after the field service engineer repaired the device.